Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-22. H6: investigation summary. Bd received 9 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for draw volume with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to draw volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes underfill or low draw of a tube with blood . "It was reported that the mint pst li heparin gel tubes are experiencing vacuum failure. Per email: our mint pst li heparin gel 3.0ml tubes lot 0258347 (expiry 2021-09-30) are experiencing vacuum failure about 1/6 tubes used."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes underfill or low draw of a tube with blood. "It was reported that the mint pst li heparin gel tubes are experiencing vacuum failure. Per email: our mint pst li heparin gel 3.0ml tubes lot 0258347 (expiry 2021-09-30) are experiencing vacuum failure about 1/6 tubes used."